Event description:
Revision of total left hip arthroplasty performed due to failure of the prosthesis. The stem loosened, subsided and moved into progressive varus with marked thinning of the lateral cortex of the femur. The acetabular component appeared to have a fine radiolucency. There was moderate osteolysis on the femoral side.